Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service inspected the instrument, performed troubling procedures, and replaced parts. However, a single definitive part was not determined to be the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no further documented occurrences of discrepant results since the instrument was serviced. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer observed increased reactivity with architect rhtlv-I/ii reagent lot 37134be00. Mean control values increased. A recurrent donor tested nonreactive for all screening markers except architect rhtlv-I/ii which was reactive at 1.20 s/co on (B)(6) 2022. The donor was tested again on (B)(6) 2022 and reactive results were generated for architect rhtlv-I/ii. Since the results were suspected of being falsely reactive, the sample was tested on a different architect processing module with a different architect rhtlv-I/ii reagent lot (34124be00) and the result was nonreactive at 0.17 s/co. A new kit of lot number 37134be00 was sent to the customer and results were 0.90 s/co. Lot 34124be00 was re-calibrated and the value obtained was 0.19 s/co there was no negative impact to donor reported.